Event description:
18 years ago, pt had an augmentation reconstruction of the left breast for asymmetry and hypomastia of the left as compared to the right. Also, she had correction of the ptosis on the right at the same time. At this time pt. Has firmness pain and recurrent as asymmetry in left breast. A left capsulectomy and removal of ruptured implant including gel and silicone gel was done. An implant on the right was also done.